Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the high or saturated pump flow impella advanced into proper position and started in auto. Quickly ramped up to >4.0 l and lv waveform very elevated with elevated motor current. The data logs confirm higher than expected flows for set p-level. Pump was flowing at a mean of 4.3l/min. There were no motor current spikes. The logs show a slight increase in purge pressure with a decrease in purge flow. Clinical mention position was appropriate. The cause of the issue was not established as limited clinical information was provided and no product was returned. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user faility reported that a 7i yr old female was implamted with impella cp. It was reported that the impella advanced into proper position and started in auto. Quickly ramped up to >4.0 left and left ventricle waveform very elevated with elevated motor current. Position appropriate on fluoro, doctor not satisfied with waveforms and concerned for pump malfunction or thrombus (although recent magnetic resonance imaging showed no left ventricle thrombus). Pump removed and exchanged for new impella cp. Old impella with no evidence of thrombus.